Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump burned up, it smelled like it was burnt. Customer's blood glucose was over 600 mg/dl. Customer's husband was taking the customer to the emergency room. Customer will not be returning the device for analysis.